Event description:
It was reported that during an unspecified gastrointestinal (gi) dilatation procedure, the balloon of the cre 15mm x 18mm balloon dilatation catheter "broke inside the pt" at an unspecified anatomical location. It is not known how, or with which devices, the procedure was completed. The pt's current status is unk.